Event description:
I purchased an xxl heating pad - electric heating pad for moist and dry heat therapy - fast neck / shoulder / back pain relief at home (18" x 26"), geniani (soft gray) from (B)(6). It is a fire hazard and burned my body very badly. The burn I have from it is approx 2 x 1.75 inches. This product should be recalled. Geniani sold by (B)(6). They apologized and offered a new heating pad. I do have the documentation. Document number: (B)(6).